Event description:
A home patient contacted baxter technical services regarding an extension line connection (patient line) that leaked while using the homechoice system. The system did not alarm. The technical services representative assisted the patient with the end of therapy procedure and the home patient will start over with new supplies. There was no patient injury or medical intervention reported at the time of the incident.